Manufacturer narrative:
Based on the information provided, the cause of the reported complication has been deemed to be product related. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The fse found error 23007 and replaced universal surgical manipulator (usm) 3 to correct the reported problem. Isi has received usm3 for additional testing, but failure analysis is not yet complete. A follow-up MDR will be submitted if additional information is obtained. An isi technical support engineer (tse) reviewed the system logs for this procedure and found no related errors. This event is being reported due to the following conclusion: during a da vinci-assisted single vessel small thoracotomy procedure, the instrument in usm3 unexpectedly moved/turned without surgeon command and resulted in a patient injury. It is unknown what injury occurred and what intervention, if any, was required.

Event description:
It was reported that during a da vinci-assisted single vessel small thoracotomy procedure, the instrument installed on the universal surgical manipulator (usm) 3 unexpectedly moved/turned without surgeon command and resulted in a patient injury of unspecified severity and type. The intuitive surgical, inc. (Isi) technical support engineer (tse) reviewed the system logs and found no related errors. The customer reported that no errors or messages were generated during this event. Isi has attempted to obtain additional information. However, as of the date of this report, no further details have been received.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the universal surgical manipulator (usm) involved with this complaint and completed the device evaluation. Failure analysis confirmed the reported event based on the system error logs, but could not replicate the reported event in-house. Unit was tested on an in-house system in normal mode and passed. Unit was also tested on a pftp where the lissajous, carriage switches, sensors check, cva, sine cycle, and friction speed low and high test all passed. The yaw and pitch motor modules assemblies and harmonics drive will be replaced as well as the yaw slsa and sl pca will as a precautionary measure.

Event description:
Refer to h10/h11 for follow-up information.